Event description:
PICC line was found by nursing staff to be leaking at the hub. Line removed.

Manufacturer narrative:
The following elements have blank data.

Event description:
PICC line was found by nursing staff to be leaking at the hub.  Line removed. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.